Event description:
It was reported that the patient presented remotely via merlin.net transmission with non-sustained right ventricular oversensing. Review of the transmission revealed the non-sustained right ventricular oversensing alert was caused by intermittent loss of capture. The patient was brought into clinic and isometric testing was not able to reproduce the behavior or lead noise. The patient was stable and will be monitored.